Event description:
The consumer's father alleges the consumer is receiving electrical shocks when he touches the siderails of the bed. No injury is alleged.

Manufacturer narrative:
Dealer's service technician alleges he is using a meter and measuring a voltage on the bed frame. The device is double insulated. There is no history of such events. It's unclear if bed was damaged during initial set up. The bed has been in service for 15 months with no prior incidents, and is part of the dealers rental beds. Malfunction not confirmed. MDR filed as a conservative measure.